Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Insert investigation findings and appropriate case details here. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic peripheral procedure, during the passage of the manufacture's catheter device, the tip broke inside the common iliac artery. This event is being reported as additional intervention was required to remove the manufacture's device.

Manufacturer narrative:
Internal reference: 228159 . Block b5: additional information provided, the physician inserted the manufacture's device in to the patient once to interrogate a gonadal vein lesion. The device broke in half and was stuck with the guidewire (another manufacture's device.) The doctor removed the manufactuer's device and guidewire together as a system. The patient was discharged as expected. An entry error was made in block b4 and block the corrected information is as follows: block b4: 19 september 2018 block g4: 19 september 2018 submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to report additional information received by the manufacturer and to correct information in the initial MDR.